Manufacturer narrative:
Bd has been provided with the affected samples for catalog 301948 lot 1810138 to investigate for this record. A leakage through the plunger rod was observed in two of these provided samples after evaluation of the plunger with magnification. As a result, bd was able to verify the reported issue. Bd believes that the cause of the problem could was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. DHR showed no indication of the alleged defect.

Event description:
It was reported that the syringe s2 20ml 18ga 1-1/2in bd china experienced leakage. The following information was provided by the initial reporter: during taking solution, it was found that solution leaked along the barrel through the plunger tip.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 20ml 18ga 1-1/2in bd china experienced leakage. The following information was provided by the initial reporter: during taking solution, it was found that solution leaked along the barrel through the plunger tip.